Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default.a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 2 bd plastipak¿ - 3-piece syringes leaked past the stopper.the following information was provided by the initial reporter:" air was drawn and then liquid ran down past the plunger."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2022-01-10. H6: investigation summary: sample and photo received for investigation. Upon visual inspection, no defects can be observed. Barrel do not present any deformation and stopper is correctly assembled in all of them. Samples were disassembled to evaluate parts separately, not finding any defect in any of them. Functional testing was performed, no leakage observed. A device history review was performed for the reported lot 2002209, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that 2 bd plastipak¿ - 3-piece syringes leaked past the stopper. The following information was provided by the initial reporter: " air was drawn and then liquid ran down past the plunger."